Event description:
After an implantation period of about 7 months, a sudden increase in impedance from 732 ohms to greater than 3000 ohms and a decrease in sensing from 17 mv to less than 10 mv were reported. Furthermore, the threshold could not be measured. The lead was explanted and replaced.

Manufacturer narrative:
The returned lead was subjected to extensive analysis. As part of the testing, the lead was inspected visually, electrically, and mechanically. Lead analysis showed extensive damage to the lead body insulation about 34 cm distal to the is4 connector pin, due to crushing. In this region the lead body was also severely damaged due to deformation. The coil was broken in this area. This kind of damage is very likely the root cause for the clinical complaint. The observed damage assumes excessive pressure on the lead body. The type of structure of the lead body damage suggests excessive mechanical loads on the lead due to the subclavian crush syndrome. The production process for this device was reviewed. Production documents do not show any irregularities that could be related to the complaint. All production steps were executed correctly. In summary, there is no indication of a material or manufacturing defect.